Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced.on (B)(6) 2022, reported that patient went emergency room and was hospitalized. Hospital arrival date was (B)(6) 2024.the cause of emergency visits due to diabetes-related issue. Patient admitted to intensive care unit. The blood glucose was over 1000mg/dl. High blood glucose level was due to infusions set get tugged onto something. High levels of ketones were present in patients. Infusion set has been used for one day. Customer resolved issue by applying bolus every 2 hours. Patient was treated with intravenous, fluids and insulin. Patient was released from hospital on (B)(6) 2024. No further information available

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.